Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional stress testing including calibration and out-going system testing using test accessories without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complaintant alleged that during biomed testing, the device displayed "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.